Event description:
During a liver transplant, dr. Was working in the abdomen using irrigation fluids. All of a sudden their right arm felt wet. The sleeve seam of the gown had burst. The patient had hepatitis c. The doctor's arm was immediately washed.